Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd microfine¿+ insulin syringes the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: patient informs us then every 4th-5th needle is impermeable.

Event description:
It was reported while using bd microfine¿+ insulin syringes the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: patient informs us then every 4th-5th needle is impermeable.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.